Manufacturer narrative:
(B)(4). Concomitant medical device: biomet microfixation thinflap system cross-drive, self-drilling screw 1.5 x 3.5 mm, catalog #: 91-6703, lot #: ni; oxford performance materials htr-pekk sullivan right posterior parietal implant, catalog #: ox621096, lot #: 202978-001. Therapy date: (B)(6) 2018. Customer has indicated that the product will not be returned to zimmer biomet for investigation, the product was discarded. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001032347-2018-00618.

Event description:
It was reported a revision of the cranioplasty implant was performed due to a cerebral spinal fluid leak. There was no alleged failure of the implant to perform as intended and no indication that the implant contributed to the need for re-operation. No additional patient consequences were reported.

Manufacturer narrative:
It was reported the devices were removed in a revision, therefore the complaint is considered confirmed. Functional testing and inspections could not be performed due to the parts not being returned. It was reported that during the implanting procedure on (B)(6) 2018, the patient's dura was noted to not be intact. This thick membrane of connective tissue is supposed to keep in the cerebrospinal fluid, so if this was not intact, this could lead to the csf leak. Based on the information and materials provided, there is nothing to suggest there was an allegation against the implants nor that it contributed to this complaint. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. There are no indications of manufacturing defects. Investigation results concluded that the reported event was due to patient condition. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Device manufacturer date was corrected from jul 31, 2018 to unknown. Multiple MDR reports were filed for this event, please see associated report: 0001032347-2018-00618-1.

Event description:
This follow-up report is being submitted to relay corrected and additional information.